Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed. - this occurrence was noticed during patient transport by airplane/helicopter while the patient was being ventilated and also during patient transport from airport to hospital. - various continuous alarms were observable both visually and through hearing. With the ventilator device connected to the on board o2 supply in the airplane the ventilator device alarmed for "low o2". Then the crew switched to the portable o2 supply and the "low o2" alarm continued. The crew checked all connections and identified no leakage. Next, the patient got transported from the airport to the destinated hospital and the device alarmed for "high o2". - the device log files (service log, error log, event log) were provided to hamilton. - this malfunction could not be reproduced wen using wall o2 supply. - there is patient involvement reported. This event occurred during patient ventilation while transported. - there is need for medical intervention reported. The crew switched the o2 supply from on board towards portable 02 supply. Also the patient got ventilated by using a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed during patient transport by airplane/helicopter while the patient was being ventilated and also during patient transport from airport to hospital. Various continuous alarms were observable both visually and through hearing. With the ventilator device connected to the on board o2 supply in the airplane the ventilator device alarmed for "low o2". Then the crew switched to the portable o2 supply and the "low o2" alarm continued. The crew checked all connections and identified no leakage. Next, the patient got transported from the airport to the destinated hospital and the device alarmed for "high o2". The device log files (service log, error log, event log) were provided to hamilton. This malfunction could not be reproduced wen using wall o2 supply. There is patient involvement reported. This event occurred during patient ventilation while transported. There is need for medical intervention reported. The crew switched the o2 supply from on board towards portable 02 supply. Also the patient got ventilated by using a manual resuscitator (ambu bag). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During clinical use during helicopter transport, the ventilator generated a high-priority alarm indicating "low oxygen." According to the customer, the device was connected to the aircraft's onboard oxygen supply, which showed sufficient pressure. The crew switched to a portable oxygen tank, but the alarm persisted. A temporary drop in the patient's spo2 to 91% was observed. Later during transport, the ventilator also generated a "high oxygen" alarm. The oxygen sensor passed calibration on room air but failed when tested with the portable oxygen tank. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient. The unit alarmed with a low oxygen alarm during ventilation. A low oxygen alarm itself is not a malfunction but a safety mechanism of the device that activates when monitored values deviate from the set range. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed. - this occurrence was noticed during patient transport by airplane/helicopter while the patient was being ventilated and also during patient transport from airport to hospital. - various continuous alarms were observable both visually and through hearing. With the ventilator device connected to the on board o2 supply in the airplane the ventilator device alarmed for "low o2". Then the crew switched to the portable o2 supply and the "low o2" alarm continued. The crew checked all connections and identified no leakage. Next, the patient got transported from the airport to the destinated hospital and the device alarmed for "high o2". - the device log files (service log, error log, event log) were provided to hamilton. - this malfunction could not be reproduced wen using wall o2 supply. - there is patient involvement reported. This event occurred during patient ventilation while transported. - there is need for medical intervention reported. The crew switched the o2 supply from on board towards portable 02 supply. Also the patient got ventilated by using a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.